Manufacturer narrative:
The probable cause of the device running without user activation was attributed to the trigger not returning to its off position when released which, left the trigger magnet not fully seated in the shaft.

Event description:
It was reported that the cordless driver started running without user activation as soon as the battery was inserted. The event occurred during service; no adverse event was associate with the device.